Event description:
It was reported that under sensing was noted on the atrial lead. The lead was capped replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant device: 5076 implantable pacing lead (B)(6) 2007. (B)(4).